Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the ER after receiving multiple shocks. Stored egms of some of the shock events indicates intermittent sensing/oversensing leading to erratic rates. X-ray revealed that the atrial and ventricular leads were dislodged. The leads were repositioned.